Event description:
Patient reported, a right side rupture. Found on an MRI. Healthcare professional, later reported, rupture. Device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
The device has been explanted and replaced.

Manufacturer narrative:
Photo analysis it is not possible to determine the lot number or catalog number through the photos provided. Visual analysis of the photographs identified: ¿ granuloma: unable to observe since it is not related to the device. ¿ necrosis: unable to observe since it is not related to the device. ¿ rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ inflammation/irritation: unable to observe since it is not related to the device. The reported events granuloma, necrosis, and inflammation/irritation are physiological complications and analysis of the device generally does not assist allergan in determining a probable cause for these events.

Event description:
Patient reported a right side rupture found on an MRI. Healthcare professional later reported rupture. Healthcare professional later reported "chronic inflammation", "foreign body giant cell reaction", and "fat necrosis". Device has been explanted.